Manufacturer narrative:
Extension: model 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Lead: model 3387s-40, lot# v525542, implanted: (B)(6) 2010, explanted: na. Programmer: model 37642, serial# (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect (noted as tremor). The patient then checked their patient programmer and found a power-on-reset condition. The error code on the por was unknown because the neurostimulator was able to be cleared with the patient programmer. No further intervention was required. If additional information becomes available, a follow-up report will be sent.